Event description:
A child developed svt (supraventricular tachycardia) intraoperatively during hypospadias repair. Physicians opted to perform electrical cardioversion. The pediatric padpro 2603m was placed on the patient, but would not connect to the zoll defibrillator/pacer. A second crash cart was obtained with the same result. Meanwhile, the patient spontaneously converted to normal sinus rhythm. Biomed examined the product and found that the padpro 2603m is intended for medtronic devices and is incompatible with zoll. The product that is compatible with zoll is identical in appearance except it is labeled as padpro 2603 and does not state that it is "comparable to medtronic physio-control quick-combo electrodes." Investigation findings were that the distributer made a picking error and delivered the wrong product. Upon issuing an internal recall of the product within the organization, incorrect pads were found in the emergency department and ems vehicles.